Event description:
It was reported that the plunger on the syringe is pushing down and as a result the volume is reading slightly less. There was no patient harm.

Manufacturer narrative:
Omit: other occupation, report source other, e2401 - insufficient information, f24 - insufficient information. Correction: initial reporter occupation, report source additional information: imdrf annex e, f code and manufacturer narrative. Root cause: the root cause for the reported issue that device had plunger pushing down / the volume reading slightly less was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the plunger on the syringe is pushing down and as a result the volume is reading slightly less. There was no patient harm.